Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s contact discovered a fluid leak from an unknown location during an unknown phase of their pd treatment. The patient¿s contact reported receiving an air detected in cassette alarm prior to discovering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that the patient received an air detected in cassette alarm during drain 1 of 6 and upon looking around, the patient saw fluid leaking from the liberty cycler set patient line¿s connector. The cause of the leak is unknown and no other fluid leaks were found. The pdrn confirmed that fluid had only leaked from the liberty cycler set¿s patient line and confirmed that there were no issues with the delflex bag. The pdrn confirmed that fluid did not get in or near the cycler and confirmed that fluid had only gotten on the patient¿s floor. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient was discarded and is not available to be returned to the manufacturer for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s contact discovered a fluid leak from an unknown location during an unknown phase of their pd treatment. The patient¿s contact reported receiving an air detected in cassette alarm prior to discovering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn reported that the patient received an air detected in cassette alarm during drain 1 of 6 and upon looking around, the patient saw fluid leaking from the liberty cycler set patient line¿s connector. The cause of the leak is unknown and no other fluid leaks were found. The pdrn confirmed that fluid had only leaked from the liberty cycler set¿s patient line and confirmed that there were no issues with the delflex bag. The pdrn confirmed that fluid did not get in or near the cycler and confirmed that fluid had only gotten on the patient¿s floor. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient was discarded and is not available to be returned to the manufacturer for physical evaluation by the manufacturer.